Event description:
It was reported while using the panel phoenix nmic/ID-(B)(6)a patient isolate (escherichia coli) was misidentified as shigella boydii and then shigella dysenteriae upon repeat. The result was verified with a reference laboratory. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of escherichia coli as shigella boydii and shigella dysenteriae when using phoenix panel nmic/ID-(B)(6) (catalog number 449289) batch number 4121483. The customer did not return panels but provided isolates and phoenix generated lab reports for the investigation. The lab reports show identifications of s. Boydii and s. Dysenteriae when using the complaint batch. To investigate, retention panels of the complaint batch were tested using customer returned isolates e. Coli cv-1 and e. Coli cv-2 on a phoenix m50 instrument and evaluated for identification results. Next, retention panels of the complaint batch were tested using qc isolate e. Coli (B)(6) on a phoenix m50 instrument and evaluated for identification results. Last, control panels of the complaint batch were tested using customer returned isolates e. Coli cv-1 and e. Coli cv-2 on a phoenix m50 instrument and evaluated for identification results. The panels tested with customer returned and qc isolates e. Coli cv-2 and e. Coli (B)(6) returned e. Coli identification results. The panels tested with customer returned isolate e. Coli cv-1 identified the isolate as shigella boydii. This complaint is confirmed. The difficulty in differentiating between shigella species and escherichia coli, both closely related members of the enterobacterales group, is widely known. Although these species are phenotypically very similar, they are epidemiologically different in their presentation of clinical disease. Because of this, many clinical laboratories will incorporate guidance in their standard operating procedures for ruling out misidentification of shigella species and e. Coli by common identification systems by checking colony morphology and indole and motility reactions. If, after assessment of all available information, a clinical lab is unable to confidently report an identification between these two species, the isolate may be sent to a reference laboratory for definitive identification. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4: PMA/510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (escherichia coli) was misidentified as shigella boydii and then shigella dysenteriae upon repeat. The result was verified with a reference laboratory. No health impact or consequence reported.